Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump completed treatment and there were no alarms during the treatment. There were 50 ml of fluorouracil that remained in the bag. The nurse reviewed the logs and no issues was noted. No patient injury was reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be programming error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.